Event description:
Unomedical reference number (B)(4). Event occurred in the canada. It was reported that patient faced infusion set was not adhering and fell off during warm shower time on (B)(6) 2024. The blood glucose level was 8.5 mmol/l. No further information available.